Event description:
The patient experienced increased pain symptoms the last few months. At the last 2 refills, all of the drug was aspirated from the reservoir. A dye study and rotor study were conducted (dates not reported) and they found nothing wrong with the system. Another rotor study and dye study were done in early 2009, before doing the pump exchange. The rotor was found to be stalled. The catheter dye study was fine; the catheter intact/patent. When the pump was read the morning of the replacement surgery, it stated that the reservoir was empty and the alarm was going off. During the replacement surgery, the catheter was cleared of drug and csf and backflowing prior to injecting the dye. The pump was removed and they pulled the old drug out of it to use it in the new pump; the full amount of drug was pulled from the old pump. On interrogation, the old pump showed it contained morb 10mg/dl at a rate of 3mg/day. The patient stated she was just on morphine. The patent was released to home within 3-4 hours after surgery and the nurses stated that she was doing fine. The following day, the patient was reported to be doing fine and feeling great.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.